Manufacturer narrative:
B5, remove: 2993 b5, remove: 2993.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. It was also reported that out of range issues occurred between the transmitter and pump. The customer's blood glucose (bg) level was 0 mg/dl. Reportedly, the customer lost consciousness and experienced a coma, slurred speech, and sweating. Emergency medical services were called, and the customer was treated with intravenous glucose. The customer was transported to the hospital. Multiple attempts were made to gather additional information regarding the issue; however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. It was also report that out of range issues occurred between the transmitter and pump. The customer's blood glucose level was 0 mg/dl. Reportedly, the customer loss consciousness and experienced a coma and was transported by paramedics to the hospital where they were treated with intravenous fluids and glucose. Customer was released with issue resolved and no permanent damage.